Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Evidence of lead impedance greater than 3000 ohms has been noted along with variability in impedance. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead exhibited rising and high impedance and a fracture was suspected. The threshold has risen slightly. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.